Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the rigid video scope sometimes had horizontal stripes and no video. The issue occurred during cleaning and disinfection in preparation for use for a therapeutic laparoscopic surgery that was completed successfully. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the one reported failure was confirmed. Green image a definitive root cause could not be identified. Based on the results of the investigation, it is likely the customer reported issue was due the poor insertion part caused the image turned green. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the rigid video scope sometimes had horizontal stripes and no video. The issue occurred during cleaning and disinfection in preparation for use for a therapeutic laparoscopic surgery that was completed successfully. There were no reports of patient harm.